Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable, service code 204) was confirmed due to the latch on the trunk cable connector being broken, creating an insecure connection with the monitor. The root cause for the broken latch was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204 (belt/monitor unusable) and had a damaged cable..